Manufacturer narrative:
(B)(4). The customer reported a failure to discharge with this device that occurred on (B)(6) 2010. Philips was first notified of this failure on (B)(6) 2011. There was no negative pt impact reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge with this device that occurred on (B)(6) 2010. Philips was first notified of this failure on (B)(6) 2011. There was no negative pt impact reported.